Manufacturer narrative:
G4: 24sep2020. B4: 24sep2020 . Philips field service engineer (fse) was dispatched to the customer site to provide additional onsite assistance. The fse duplicated the reported issue, and upon inspection found error codes in the history log associated with 5 v supply failed, 3.3 v supply failed, 35 v supply failed, ovp circuit failed and mc pcba adc failure. The fse also noticed the motor controller board was reading zero hours in the vent info screen. The fse replaced the motor controller board to resolve the issue for the customer. Multiple good faith efforts were made to obtain information regarding the context of use when the device failed with no response from the reporter and therefore cannot be determined. If additional information is later obtained, the complaint will be reopened. 1. (B)(6) 2020, 1:46 pm emailed: (B)(6) 2. (B)(6) 2020, 1:50 pm emailed: (B)(6) and 3. (B)(6) 2020, 10:35 am emailed: (B)(6). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01sep2020.

Event description:
It was reported to philips that the device needed to have the pc ma board replaced. The device was not in clinical use at the time of the event. There was no report of patient or use harm. A philips field service engineer (fse) was dispatched to the customer site to provide additional onsite assistance.